Manufacturer narrative:
The insulin alarmed a64 during self test due to faulty electrical component on the radio frequency board. Unable to perform blood glucose meter test due to a64 alarm. No buzzing sound anomaly noted. No scrolling numbers display anomaly noted. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had repeated failed self-test alarms. The customer also reported the insulin pump would reset itself. Customer also reported the insulin pump began to count up. The customer's blood glucose was 190 mg/dl. The customer stated the correct bolus amount was recorded in the bolus history during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.